Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "right breast is significantly smaller than the other and I'm fearing there is a cut or a leak in it." Device remains implanted.